Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17314 - device 8 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion set fell off during use events between (B)(6) 2024 to (B)(6) 2024. The infusion sets had been used for 4-12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.